Manufacturer narrative:
Pump was received with pump error 130 alarm during rewinding due to moisture damage on motor assembly. Unable to verify no delivery alarm due to this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement.

Event description:
The customer reported via phone call that the insulin pump had a insulin flow blocked alarm. The blood glucose was unknown. The customer stated that they already had set and reservoir connected and placed in the insulin pump. Customer stated the insulin did exit. The device will be returned for the analysis.